Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this pericardial mitral valve, implanted approximately fourteen (14) years, was explanted due to unknown reason. The valve was returned for evaluation.

Manufacturer narrative:
Device evaluated by manufacturer: as received the sewing ring was cut around the valve circumference, causing leaflet 1 to become partially detached and the wireform and bands to become exposed. Leaflet 1 remained attached by approximately 9mm. X-ray demonstrated wireform distortion, and minimal calcification nodules on leaflets 2 and 3. The wireform was cut near leaflet 1; it was unable to determine if the ends matched up due to damaged ends. The elgiloy band was detached at the attachment site near leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 5mm near commissure 3 on outflow aspect. The leaflets were observed to be thickened and swollen at the free margin near the commissures. Leaflet 1 had a 6mm tear near commissure 2, and leaflet 3 had a 5mm tear near commissure thickened tissue was observed near both tears. Additional manufacturer narrative: based on the product evaluation findings, the subject device was explanted due to heavy host tissue on the device which fused leaflets 2 and 3 leading to valve dysfunction. A manufacturing non-conformance was not identified. The root cause is most likely patient's clinical condition that contributed to this event. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.